Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-09753. It was reported that the patient presented for a normal device change out procedure. Frequent noise and inappropriate mode switch episodes were observed on the right atrial lead. Additionally, chronic increased right atrial lead impedance was observed. Right atrial lead sensing was noted to be acceptable. Upon review, it was observed that the pace configuration was unipolar. Once changed to bipolar, right ventricular lead non-capture was observed. It was suspected that non-capture was observed previously which prompted the configuration setting to unipolar. Decreased impedance was also observed on the right ventricular lead. The physician elected to program the chronic system to backup vvi operation and implant and new system on opposite side on (B)(6) 2019. The patient was stable throughout and will continue to be monitored. Explant of the backup system at a later time was discussed.